Event description:
Per pt, he uncaps pen needles and screws it on, it does not screw on tightly. It jams and no insulin comes out, possibly defective batch for bd pen ned uf shrt 8mm 90s; 31g5/16. Use three times a day, therapy date: (B)(6) 2012.